Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/right fallopian tube essure coils protrudes from fallopian tube and is visible in the endometrial cavity/failure to occlude'), genital haemorrhage ('gen. Abnorm. Bleed'), neoplasm ('tumors /tumor ¿ presacral mass'), cervix haemorrhage uterine ('cervical polyp and bleeding') and haemorrhagic cyst ('hemorrhagic cysts') in a 36-year-old female patient who had essure (batch no. 653801-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included flank pain, chest pain, hypertension, acute sinusitis, osteoarthritis, numbness, dyspnea, pneumonia, cough, wheezing, temporomandibular joint disorder, kidney stones, vaginal pain, muscle pain, peripheral swelling and arthralgia. Concomitant products included alprazolam, amlodipine, atenolol, duloxetine hydrochloride (cymbalta), ibuprofen, lisinopril, paracetamol (tylenol) and sertraline. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("other injuries/symptoms ¿ migraine") and headache ("headaches"). In (B)(6) 2009, the patient experienced dysgeusia ("taste of metal in mouth"). In (B)(6) 2010, the patient experienced menorrhagia ("bleeding ¿ menorrhagia (heavy menstrual bleeding),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced urinary tract infection ("bladder/urinary problems - uti"), fatigue ("fatigue") and dysuria ("dysuria"). In (B)(6) 2012, the patient experienced anxiety ("psych injury related to essure- depression and anxiety") and depression ("psych injury related to essure- depression and anxiety"). In (B)(6) 2016, the patient experienced bowel movement irregularity ("irregular bowel movements"), diarrhoea ("diarrhea"), depressed mood ("mood low") and constipation ("constipation"). On (B)(6) 2016, the patient was found to have neoplasm (seriousness criterion medically significant), 7 years 2 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain ¿ pelvic- chronic pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain /lower back"), dysmenorrhoea ("dysmennorhea (as written), (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder/urinary problems ¿ bladder probs"), urinary tract disorder ("bladder/urinary problems ¿ urinary probs"), vaginal discharge ("bladder/urinary problems - vag discharge"), vaginal infection ("bladder/urinary problems - vag. Infect"), gastrointestinal disorder ("gi conditions"), fibromyalgia ("other¿ please describe ¿ fibromyalgia"), pelvic fluid collection ("free fluid and pelvic fluid collection"), pelvic mass ("resection of a (as written) enlarged multilobulated presacral cystic mass."), cervical polyp ("cervical polyp and bleeding"), cervix haemorrhage uterine (seriousness criterion medically significant), cervical cyst ("multiple nabothian cysts within the cervix"), ovarian cyst ("small cysts/follicles in the left ovary"), haemorrhagic cyst (seriousness criterion medically significant), uterine enlargement ("enlarged and globular uterus"), adnexa uteri cyst ("paratubal cysts found in both fallopian tubes"), uterine polyp ("benign endometrial polyp"), inflammation ("foci of submuscoal (as written) acute inflammation"), spinal osteoarthritis ("osteoarthritis of the spine"), urinary incontinence ("urinary leaking"), suprapubic pain ("suprapubic pain"), vulvovaginal discomfort ("vaginal discomfort"), burning sensation ("burning sensation"), abdominal pain lower ("abdominal pain lower"), perineal pain ("perineal pain") and pollakiuria ("urine frequency") and was found to have weight increased ("weight gain"), uterine leiomyoma ("fibroids and hemorrhagic cysts.") And fibrous histiocytoma ("fibrohistiocytic found in the tissue"). The patient was treated with resection and surgery (hysterectom (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, anxiety, neoplasm, fatigue, gastrointestinal disorder, weight increased, fibromyalgia, pelvic fluid collection, pelvic mass, cervical polyp, cervix haemorrhage uterine, cervical cyst, ovarian cyst, uterine leiomyoma, haemorrhagic cyst, uterine enlargement, adnexa uteri cyst, uterine polyp, inflammation, fibrous histiocytoma, spinal osteoarthritis, dysgeusia, bowel movement irregularity, vaginal haemorrhage, depression, diarrhoea, dysuria, depressed mood, constipation, urinary incontinence, suprapubic pain, vulvovaginal discomfort, burning sensation and abdominal pain lower outcome was unknown, the pelvic pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, genital haemorrhage, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, urinary tract infection and perineal pain had resolved and the abdominal pain, migraine and headache was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, anxiety, back pain, bladder disorder, bowel movement irregularity, burning sensation, cervical cyst, cervical polyp, cervix haemorrhage uterine, constipation, depressed mood, depression, device expulsion, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, fatigue, fibromyalgia, fibrous histiocytoma, gastrointestinal disorder, genital haemorrhage, haemorrhagic cyst, headache, inflammation, menorrhagia, migraine, neoplasm, ovarian cyst, pelvic fluid collection, pelvic mass, pelvic pain, perineal pain, pollakiuria, spinal osteoarthritis, suprapubic pain, urinary incontinence, urinary tract disorder, urinary tract infection, uterine enlargement, uterine leiomyoma, uterine polyp, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal discomfort and weight increased to be related to essure. The reporter commented: discrepancy noted essure insertion date - (B)(6) 2009. Received treatment for other injuries/symptoms ¿ migraine, headaches, tumors, fatigue, gi conditions, weight gain, other if ¿other¿ please describe ¿ fibromyalgia. Free fluid and pelvic fluid collection. Resection of a (as written) enlarged multilobulated presacral cystic mass. Cervical polyp and bleeding. Multiple nabothian cysts within the cervix and small cysts/follicles in the left ovary. Fibroids and hemorrhagic cysts. Enlarged and globular uterus. Paratubal cysts found in both fallopian tubes. Right fallopian tube essure coils protrudes from fallopian tube and is visible in the endometrial cavity. Benign endometrial polyp. Foci of submuscoal (as written) acute inflammation and fibrohistiocytic found in the tissue. Osteoarthritis of the spine, taste of metal in mouth. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure confirmation test(s) conducted - failure to occlude.. Magnetic resonance imaging abdominal - on (B)(6) 2017: impression: status post coccygectomy with resection of complex cysts in the presacral region. No evidence of residual cyst at the resection site. Minimal postsurgical fluid is noted. No localized fluid collection or abscess.. Pathology test - on (B)(6) 2018: final diagnosis: uterus with cervix and fallopian tubes, total hysterectomy and bilateral salpingectomy: cervix: no significant histologic abnormality. Endometrium: benign endometrial polyp, background proliferative. Myometrium: leiomyomas and adenomyosis. Uterine serosa: unremarkable. Right fallopian tube: tubal mucosa histologically unremarkable, benign paratubal cysts, metallic coil grossly identified. Left fallopian tube: tubal mucosa histologically unremarkable, benign paratubal cysts, foci of submucosal acute inflammation and fibrohistocytic response in tissue submitted adjacent to coil. Metallic coil grossly identified. Uterine weight 227 grams. Negative for malignancy. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : anxiety, depression, headaches, pelvic pain, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/right fallopian tube essure coils protrudes from fallopian tube and is visible in the endometrial cavity/failure to occlude'), genital haemorrhage ('gen. Abnorm. Bleed'), cervix haemorrhage uterine ('cervical polyp and bleeding') and haemorrhagic cyst ('hemorrhagic cysts') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain ¿ pelvic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (as written), (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding ¿ menorrhagia (heavy menstrual bleeding),"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury related to essure"), bladder disorder ("bladder/urinary problems ¿ bladder probs"), urinary tract disorder ("bladder/urinary problems ¿ urinary probs"), vaginal discharge ("bladder/urinary problems - vag discharge"), vaginal infection ("bladder/urinary problems - vag. Infect"), urinary tract infection ("bladder/urinary problems - uti"), migraine ("other injuries/symptoms ¿ migraine"), headache ("headaches"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), fibromyalgia ("other¿ please describe ¿ fibromyalgia"), pelvic fluid collection ("free fluid and pelvic fluid collection"), pelvic mass ("resection of a (as written) enlarged multilobulated presacral cystic mass."), cervical polyp ("cervical polyp and bleeding"), cervix haemorrhage uterine (seriousness criterion medically significant), cervical cyst ("multiple nabothian cysts within the cervix"), ovarian cyst ("small cysts/follicles in the left ovary"), haemorrhagic cyst (seriousness criterion medically significant), uterine enlargement ("enlarged and globular uterus"), adnexa uteri cyst ("paratubal cysts found in both fallopian tubes"), uterine polyp ("benign endometrial polyp"), inflammation ("foci of submuscoal (as written) acute inflammation"), spinal osteoarthritis ("osteoarthritis of the spine") and dysgeusia ("taste of metal in mouth") and was found to have neoplasm ("tumors"), weight increased ("weight gain"), uterine leiomyoma ("fibroids and hemorrhagic cysts.") And fibrous histiocytoma ("fibrohistiocytic found in the tissue"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, psychological trauma, migraine, headache, neoplasm, fatigue, gastrointestinal disorder, weight increased, fibromyalgia, pelvic fluid collection, pelvic mass, cervical polyp, cervix haemorrhage uterine, cervical cyst, ovarian cyst, uterine leiomyoma, haemorrhagic cyst, uterine enlargement, adnexa uteri cyst, uterine polyp, inflammation, fibrous histiocytoma, spinal osteoarthritis and dysgeusia outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, genital haemorrhage, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection and urinary tract infection had resolved. The reporter considered abdominal pain, adnexa uteri cyst, back pain, bladder disorder, cervical cyst, cervical polyp, cervix haemorrhage uterine, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, fibrous histiocytoma, gastrointestinal disorder, genital haemorrhage, haemorrhagic cyst, headache, inflammation, menorrhagia, migraine, neoplasm, ovarian cyst, pelvic fluid collection, pelvic mass, pelvic pain, psychological trauma, spinal osteoarthritis, urinary tract disorder, urinary tract infection, uterine enlargement, uterine leiomyoma, uterine polyp, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted essure insertion date (B)(6) 2009. Received treatment for other injuries/symptoms: migraine, headaches, tumors, fatigue, gi conditions, weight gain, other if ¿other¿ please describe ¿ fibromyalgia. Free fluid and pelvic fluid collection. Resection of a (as written) enlarged multilobulated presacral cystic mass. Cervical polyp and bleeding. Multiple nabothian cysts within the cervix and small cysts/follicles in the left ovary. Fibroids and hemorrhagic cysts. Enlarged and globular uterus. Paratubal cysts found in both fallopian tubes. Right fallopian tube essure coils protrudes from fallopian tube and is visible in the endometrial cavity. Benign endometrial polyp. Foci of submuscoal (as written) acute inflammation and fibrohistiocytic found in the tissue. Osteoarthritis of the spine, taste of metal in mouth. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test(s) conducted - failure to occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- case becomes incident. New events migration/right fallopian tube essure coils protrudes from fallopian tube and is visible in the endometrial cavity, pain ¿ pelvic, abdominal pain, back pain, dysmenorrhea (as written), (cramping), dyspareunia (painful sexual intercourse), bleeding ¿ menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed, psych injury related to essure, bladder/urinary problems ¿ bladder probs, urinary probs, vag discharge, vag. Infect, uti, other injuries/symptoms ¿ migraine, headaches, tumors, fatigue, gi conditions, weight gain, other¿ please describe ¿ fibromyalgia, free fluid and pelvic fluid collection, resection of a (as written) enlarged multilobulated presacral cystic mass, cervical polyp and bleeding, cervical polyp and bleeding, multiple nabothian cysts within the cervix, small cysts/follicles in the left ovary, fibroids and hemorrhagic cysts, enlarged and globular uterus, paratubal cysts found in both fallopian tubes, benign endometrial polyp, foci of submuscoal (as written) acute inflammation, fibrohistiocytic found in the tissue, osteoarthritis of the spine, taste of metal in mouth were added. Product information indication, date of essure insertion and removal were added. Patient information date of birth was added. New reporter and consumer address were added. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/right fallopian tube essure coils protrudes from fallopian tube and is visible in the endometrial cavity/failure to occlude'), genital haemorrhage ('gen. Abnorm. Bleed'), neoplasm ('tumors /tumor ¿ presacral mass'), cervix haemorrhage uterine ('cervical polyp and bleeding') and haemorrhagic cyst ('hemorrhagic cysts') in a 36-year-old female patient who had essure (batch no. 653801) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included flank pain, chest pain, hypertension, acute sinusitis, osteoarthritis, numbness, dyspnea, pneumonia, cough, wheezing, temporomandibular joint disorder, kidney stones, vaginal pain, muscle pain, peripheral swelling and arthralgia. Concomitant products included alprazolam, amlodipine, atenolol, duloxetine hydrochloride (cymbalta), ibuprofen, lisinopril, paracetamol (tylenol) and sertraline. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced migraine ("other injuries/symptoms ¿ migraine") and headache ("headaches"). In (B)(6)2009, the patient experienced dysgeusia ("taste of metal in mouth"). In (B)(6)2010, the patient experienced menorrhagia ("bleeding ¿ menorrhagia (heavy menstrual bleeding),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2010, the patient experienced urinary tract infection ("bladder/urinary problems - uti"), fatigue ("fatigue") and dysuria ("dysuria"). In (B)(6)2012, the patient experienced anxiety ("psych injury related to essure- depression and anxiety") and depression ("psych injury related to essure- depression and anxiety"). In may 2016, the patient experienced bowel movement irregularity ("irregular bowel movements"), diarrhoea ("diarrhea"), depressed mood ("mood low") and constipation ("constipation"). On (B)(6)2016, the patient was found to have neoplasm (seriousness criterion medically significant), 7 years 2 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain ¿ pelvic- chronic pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain /lower back"), dysmenorrhoea ("dysmennorhea (as written), (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder/urinary problems ¿ bladder probs"), urinary tract disorder ("bladder/urinary problems ¿ urinary probs"), vaginal discharge ("bladder/urinary problems - vag discharge"), vaginal infection ("bladder/urinary problems - vag. Infect"), gastrointestinal disorder ("gi conditions"), fibromyalgia ("other¿ please describe ¿ fibromyalgia"), pelvic fluid collection ("free fluid and pelvic fluid collection"), pelvic mass ("resection of a (as written) enlarged multilobulated presacral cystic mass."), cervical polyp ("cervical polyp and bleeding"), cervix haemorrhage uterine (seriousness criterion medically significant), cervical cyst ("multiple nabothian cysts within the cervix"), ovarian cyst ("small cysts/follicles in the left ovary"), haemorrhagic cyst (seriousness criterion medically significant), uterine enlargement ("enlarged and globular uterus"), adnexa uteri cyst ("paratubal cysts found in both fallopian tubes"), uterine polyp ("benign endometrial polyp"), inflammation ("foci of submuscoal (as written) acute inflammation"), spinal osteoarthritis ("osteoarthritis of the spine"), urinary incontinence ("urinary leaking"), suprapubic pain ("suprapubic pain"), vulvovaginal discomfort ("vaginal discomfort"), burning sensation ("burning sensation"), abdominal pain lower ("abdominal pain lower"), perineal pain ("perineal pain") and pollakiuria ("urine frequency") and was found to have weight increased ("weight gain"), uterine leiomyoma ("fibroids and hemorrhagic cysts.") And fibrous histiocytoma ("fibrohistiocytic found in the tissue"). The patient was treated with resection and surgery (hysterectom (full),salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the device expulsion, anxiety, neoplasm, fatigue, gastrointestinal disorder, weight increased, fibromyalgia, pelvic fluid collection, pelvic mass, cervical polyp, cervix haemorrhage uterine, cervical cyst, ovarian cyst, uterine leiomyoma, haemorrhagic cyst, uterine enlargement, adnexa uteri cyst, uterine polyp, inflammation, fibrous histiocytoma, spinal osteoarthritis, dysgeusia, bowel movement irregularity, vaginal haemorrhage, depression, diarrhoea, dysuria, depressed mood, constipation, urinary incontinence, suprapubic pain, vulvovaginal discomfort, burning sensation and abdominal pain lower outcome was unknown, the pelvic pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, genital haemorrhage, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, urinary tract infection and perineal pain had resolved and the abdominal pain, migraine and headache was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, anxiety, back pain, bladder disorder, bowel movement irregularity, burning sensation, cervical cyst, cervical polyp, cervix haemorrhage uterine, constipation, depressed mood, depression, device expulsion, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, fatigue, fibromyalgia, fibrous histiocytoma, gastrointestinal disorder, genital haemorrhage, haemorrhagic cyst, headache, inflammation, menorrhagia, migraine, neoplasm, ovarian cyst, pelvic fluid collection, pelvic mass, pelvic pain, perineal pain, pollakiuria, spinal osteoarthritis, suprapubic pain, urinary incontinence, urinary tract disorder, urinary tract infection, uterine enlargement, uterine leiomyoma, uterine polyp, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal discomfort and weight increased to be related to essure. The reporter commented: discrepancy noted essure insertion date - (B)(6)2009. Received treatment for other injuries/symptoms ¿ migraine, headaches, tumors, fatigue, gi conditions, weight gain, other if ¿other¿ please describe ¿ fibromyalgia. Free fluid and pelvic fluid collection. Resection of a (as written) enlarged multilobulated presacral cystic mass. Cervical polyp and bleeding. Multiple nabothian cysts within the cervix and small cysts/follicles in the left ovary. Fibroids and hemorrhagic cysts. Enlarged and globular uterus. Paratubal cysts found in both fallopian tubes. Right fallopian tube essure coils protrudes from fallopian tube and is visible in the endometrial cavity. Benign endometrial polyp. Foci of submuscoal (as written) acute inflammation and fibrohistiocytic found in the tissue. Osteoarthritis of the spine, taste of metal in mouth. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram - on (B)(6)2009: essure confirmation test(s) conducted - failure to occlude.. Magnetic resonance imaging abdominal - on (B)(6)2017: impression: status post coccygectomy with resection of complex cysts in the presacral region. No evidence of residual cyst at the resection site. Minimal postsurgical fluid is noted. No localized fluid collection or abscess.. Pathology test - on (B)(6)2018: final diagnosis: uterus with cervix and fallopian tubes, total hysterectomy and bilateral salpingectomy: cervix: no significant histologic abnormality. Endometrium: benign endometrial polyp, background proliferative. Myometrium: leiomyomas and adenomyosis. Uterine serosa: unremarkable. Right fallopian tube: tubal mucosa histologically unremarkable, benign paratubal cysts, metallic coil grossly identified. Left fallopian tube: tubal mucosa histologically unremarkable, benign paratubal cysts, foci of submucosal acute inflammation and fibrohistocytic response in tissue submitted adjacent to coil. Metallic coil grossly identified. Uterine weight 227 grams. Negative for malignancy.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : anxiety, depression, headaches, pelvic pain, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-nov-2019: pfs and mr received : event psychological trauma was updated to more specific events: depression and mental anguish, events added- irregular bowel movements, vaginal haemorrhage, diarrhea, dysuria, mood low, constipation, urine leakage, suprapubic pain, vaginal discomfort, burning sensation, abdominal pain lower, perineal pain. Aka name added, reporter added, lot number added, patient demographic added, events outcome updated, events onset date, events severity, concomitant drug, medical history and lab data added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/right fallopian tube essure coils protrudes from fallopian tube and is visible in the endometrial cavity/failure to occlude'), pelvic neoplasm ('tumors /tumor ¿ presacral mass') and hemorrhagic cyst ('hemorrhagic cysts') in a 36-year-old female patient who had essure (batch no. 653801-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included flank pain, chest pain, hypertension, acute sinusitis, osteoarthritis, numbness, dyspnea, pneumonia, cough, wheezing, temporomandibular joint disorder, kidney stones, vaginal pain, muscle pain, peripheral swelling, arthralgia and overweight. Previously administered products included for an unreported indication: tri-levlen. Concomitant products included alprazolam, amlodipine, atenolol, duloxetine hydrochloride (cymbalta), ibuprofen, lisinopril, omeprazole, paracetamol (tylenol), propranolol, sertraline and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("other injuries/symptoms ¿ migraine") and headache ("headaches"). In (B)(6) 2009, the patient experienced dysgeusia ("taste of metal in mouth"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmennorhea (as written), (cramping),"), menorrhagia ("bleeding ¿ menorrhagia (heavy menstrual bleeding),") and vaginal hemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced urinary tract infection ("bladder/urinary problems - uti"), fatigue ("fatigue") and dysuria ("dysuria"). In (B)(6) 2011, the patient experienced vaginal discharge ("bladder/urinary problems - vag discharge"). In (B)(6) 2012, the patient experienced anxiety ("psych injury related to essure- depression and anxiety") and depression ("psych injury related to essure- depression and anxiety"). In (B)(6) 2016, the patient experienced bowel movement irregularity ("irregular bowel movements"), diarrhoea ("diarrhea"), depressed mood ("mood low") and constipation ("constipation"). On (B)(6) 2016, the patient was found to have pelvic neoplasm (seriousness criterion medically significant), 7 years 2 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain ¿ pelvic- chronic pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain /lower back"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital hemorrhage ("gen. Abnorm. Bleed"), bladder disorder ("bladder/urinary problems ¿ bladder probs"), urinary tract disorder ("bladder/urinary problems ¿ urinary probs"), vaginal infection ("bladder/urinary problems - vag. Infect"), gastrointestinal disorder ("gi conditions"), fibromyalgia ("other¿ please describe ¿ fibromyalgia"), pelvic fluid collection ("free fluid and pelvic fluid collection"), pelvic mass ("resection of a (as written) enlarged multilobulated presacral cystic mass."), cervical polyp ("cervical polyp and bleeding"), cervix haemorrhage uterine ("cervical polyp and bleeding"), cervical cyst ("multiple nabothian cysts within the cervix"), ovarian cyst ("small cysts/follicles in the left ovary"), hemorrhagic cyst (seriousness criterion medically significant), uterine enlargement ("enlarged and globular uterus"), adnexa uteri cyst ("paratubal cysts found in both fallopian tubes"), uterine polyp ("benign endometrial polyp"), inflammation ("foci of submuscoal (as written) acute inflammation"), spinal osteoarthritis ("osteoarthritis of the spine"), urinary incontinence ("urinary leaking"), suprapubic pain ("suprapubic pain"), vulvovaginal discomfort ("vaginal discomfort"), burning sensation ("burning sensation"), abdominal pain lower ("abdominal pain lower"), perineal pain ("perineal pain") and pollakiuria ("urine frequency") and was found to have uterine leiomyoma ("fibroids and hemorrhagic cysts.") And fibrous histiocytoma ("fibrohistiocytic found in the tissue"). The patient was treated with resection and surgery (hysterectom (full),salpingectomy (bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic neoplasm, gastrointestinal disorder, fibromyalgia, pelvic fluid collection, pelvic mass, cervical polyp, cervix hemorrhage uterine, cervical cyst, ovarian cyst, uterine leiomyoma, hemorrhagic cyst, uterine enlargement, adnexa uteri cyst, uterine polyp, inflammation, fibrous histiocytoma, spinal osteoarthritis, bowel movement irregularity, vaginal haemorrhage, diarrhoea, dysuria, depressed mood, constipation, urinary incontinence, suprapubic pain, vulvovaginal discomfort, burning sensation, abdominal pain lower and alopecia outcome was unknown, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, genital haemorrhage, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, urinary tract infection, dysgeusia and perineal pain had resolved and the anxiety, migraine, headache, fatigue, weight increased and depression was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, alopecia, anxiety, back pain, bladder disorder, bowel movement irregularity, burning sensation, cervical cyst, cervical polyp, cervix hemorrhage uterine, constipation, depressed mood, depression, device expulsion, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, fatigue, fibromyalgia, fibrous histiocytoma, gastrointestinal disorder, genital hemorrhage, hemorrhagic cyst, headache, inflammation, menorrhagia, migraine, ovarian cyst, pelvic fluid collection, pelvic mass, pelvic neoplasm, pelvic pain, perineal pain, pollakiuria, spinal osteoarthritis, suprapubic pain, urinary incontinence, urinary tract disorder, urinary tract infection, uterine enlargement, uterine leiomyoma, uterine polyp, vaginal discharge, vaginal hemorrhage, vaginal infection, vulvovaginal discomfort and weight increased to be related to essure. The reporter commented: discrepancy noted essure insertion date - (B)(6) 2009. Received treatment for other injuries/symptoms ¿ migraine, headaches, tumors, fatigue, gi conditions, weight gain, other if ¿other¿ please describe ¿ fibromyalgia. Free fluid and pelvic fluid collection. Resection of a (as written) enlarged multilobulated presacral cystic mass. Cervical polyp and bleeding. Multiple nabothian cysts within the cervix and small cysts/follicles in the left ovary. Fibroids and hemorrhagic cysts. Enlarged and globular uterus. Paratubal cysts found in both fallopian tubes. Right fallopian tube essure coils protrudes from fallopian tube and is visible in the endometrial cavity. Benign endometrial polyp. Foci of submuscoal (as written) acute inflammation and fibrohistiocytic found in the tissue. Osteoarthritis of the spine, taste of metal in mouth. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure confirmation test(s) conducted - failure to occlude. Magnetic resonance imaging abdominal - on (B)(6) 2017: impression: status post coccygectomy with resection of complex cysts in the presacral region. No evidence of residual cyst at the resection site. Minimal postsurgical fluid is noted. No localized fluid collection or abscess. Pathology test - on (B)(6) 2018: final diagnosis: uterus with cervix and fallopian tubes, total hysterectomy and bilateral. Salpingectomy: cervix: no significant histologic abnormality. Endometrium: benign endometrial polyp, background proliferative. Myometrium: leiomyomas and adenomyosis. Uterine serosa: unremarkable. Right fallopian tube: tubal mucosa histologically unremarkable, benign paratubal cysts, metallic coil grossly identified. Left fallopian tube: tubal mucosa histologically unremarkable, benign paratubal cysts, foci of submucosal acute inflammation and fibrohistocytic response in tissue submitted adjacent to coil. Metallic coil grossly identified. Uterine weight 227 grams. Negative for malignancy. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : anxiety, depression, headaches, pelvic pain, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: pfs received : medical history, historical drug, concomitant drug added. Event: hair loss added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.